Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this implantable pacemaker experienced dizziness, lightheadedness, nausea, sweating, and blood pressure was 77 over 43. Boston scientific technical services (ts) explained device function, latitude scheduling, transmissions, and referred patient to physician. At this time, this pacemaker remains in service. No adverse patient effects were reported.